Manufacturer narrative:
Device evaluation summary: during visual examination of the sample, on anterior view was observed a tear measuring 2.5 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Since no lot number was available, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: reason for explantation is currently unknown. Manufacturer¿s reference number: (B)(4).

Event description:
Two unknown mentor saline breast implants were received by the mentor product analysis lab with no accompanying information. The devices were received on 24-mar-2020 and processed on (B)(6) 2020 after multiple attempts at obtaining additional event details, but no additional information was provided. The devices could not be associated with an existing complaint. Analysis on the devices has been completed. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of two saline breast implants is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This medwatch report is for the first of two implants.